Event description:
It was reported patient underwent a trauma internal fixation due to pelvis fracture on an unknown date. Subsequently, patient underwent total hip arthroplasty on (B)(6) 2013 due to femoral head absorption and acetabular fossa loss. Subsequently patient was revised on (B)(6) 2014 due to dislocation. It is further reported that during the procedure it was noted that the liner and cup were separated.

Manufacturer narrative:
This follow-up report is being filed to relay additional information.

Event description:
It was reported patient underwent a trauma internal fixation due to pelvis fracture on an unknown date with competitor product. Subsequently, patient underwent a left total hip arthroplasty with biomet product on (B)(6) 2013 due to femoral head absorption and acetabular fossa loss. Subsequently patient was revised on (B)(6) 2014 due to dislocation, the surgeon noted when taking out the implant, the liner and cup were separated and the locking ring was twisted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or associated deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Under possible adverse effects, number 8 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning."

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-02997 & 04311).

Event description:
It was reported patient underwent a trauma internal fixation due to pelvis fracture on an unknown date with competitor product. Subsequently, patient underwent a left total hip arthroplasty with biomet product on (B)(6) 2013 due to femoral head absorption and acetabular fossa loss. Subsequently patient was revised on (B)(6) 2014 due to dislocation. It is further reported that during the procedure it was noted that the liner and cup were separated.